Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via helpline solutions tracker of high and low blood glucose readings from the insulin pump. The customer stated that she has been having low blood glucose readings in the 30s mg/dl and high blood glucose readings over 699 mg/dl. The customer stated that she has not been in touch with her trainer since training. The customer was advised that the infusion sets should be changed every 3 days. The customer declined to troubleshoot for the high and low blood glucose readings.